Event description:
During surgery, it was found that the tip of the awl was damaged/broken. However, this awl was used without problem. Tip was reported to be "chipped slightly".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.